Event description:
Reference number (B)(4) event occurred in the colombia. It was reported by the patient that the packaging of the infusion set was not sealed properly or not intacted properly on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: colombia. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4).the batch 6013065, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 03-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6013065". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6013065 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 04-may-2025, with a total of 57,000 units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, however the malfunction code belongs to the ic critical quality list, and this complaint requires further corrective and preventive action (CAPA) determination assessment.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation conclusions h11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013065, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 03-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6013065". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6013065 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 04-may-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, however the malfunction code belongs to the ic critical quality list, and this complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
To date no additional patient or event details have been received.